Manufacturer narrative:
The ast reagent lot number is 836264, and the expiration date was not provided. A field service engineer (fse) determined that the reagent probes were misadjusted at the rinse station and readjusted them. The customer was able to run qc without errors and had a passing precision check. The investigation is ongoing.

Event description:
There was an allegation of a questionable aspartate aminotransferase (ast) result from the cobas 8000 c702 module. The initial result was 28 u/l, and the repeat result on another c702 was 54 u/l. The questionable result was repeated because the customer had an issue with their qc. The repeat result was deemed to be correct.

Manufacturer narrative:
The investigation determined that the service action resolved the issue.